Manufacturer narrative:
On further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient has been experiencing frequent asymptomatic low flow alarms and visited their clinic. The patient also reportedly experienced hematuria two days prior to their clinic visit; the hematuria self-resolved. Lactate dehydrogenase (ldh) levels were normal and there was no increase in pump power. Log file analysis confirmed the low flow events; these appeared to be physiological in nature. It was later reported on (B)(6) 2022 that the low flows were related to a suction event.

Event description:
Additional information: the low flows resolved when the patient underwent a routine heart transplant on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hematuria cannot be conclusively determined. Low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from day 996 hour 19 minute 20 to day 997 hour 0 minute 1, per the timestamp. Intermittent low flow alarms, 86 in total, were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute. No other notable alarms were captured. The patient remained ongoing on (B)(6) until they were transplanted on (B)(6) 2022. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. B) explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. No further information was provided. The manufacturer is closing the file on this event.